Event description:
During patient treatment, it was reported that the thermogard console (sn (B)(6)) displayed a tcmid:08 (coolant temp low) error message. The console was rebooted, but the issue remained unresolved. The console was replaced to continue the treatment. No consequences or impact to the patient.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that the thermogard console (sn# (B)(6)) displayed a tcmid:08 (coolant temp low) error message was confirmed based on the review of the event logs and further in-depth device investigation. Upon testing of the thermogard console, burned marks were seen on the p22 connector of the cable attached to the pic16 board, likely attributed to normal wear and tear. The observed burned connector could be the possible root cause for the thermogard console to display an intermittent tcmid:08 error message. The thermogard console life expectancy is 5 years. The thermogard console was manufactured in september 2016 and is over 7 years old. The event log review showed two tcmid:08 error messages around the reported event date, thus confirming the reported complaint. The thermogard console failed the functional testing. The investigation revealed burned marks on the p22 connector of the cable attached to the pic16 board likely as a result of a not fully connected connector, or possibly, an intermittent problem caused by the danfoss controller. The cable attached to the pic-16 board was replaced to address the tcmid:08 error message. In addition, the danfoss controller was replaced as a precautionary measure. Following service, the thermogard console passed the final functional test and electrical safety test without any errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).